Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx was defaulting to pads ECG upon start up when no pads were connected and claiming a software issue. There is no indication of patient involvement.